Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified electrode #7 was lifted with no internal components exposed. It was initially reported by the customer that during the operation, the signal loss was observed on ic, bs, or all ECG (bs + ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. The issue was observed on both the carto® 3 system and recording system while the catheter was in the patient¿s body, however, the physician did have another monitor available to monitor the patient¿s heart rhythm. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found electrode #7 was lifted with no internal components exposed. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that electrode #7 was lifted with no internal components exposed. This could be related to the handling during the procedure; however, this cannot be conclusively determined. No other damage was observed. An electrical test was performed, and no electrical issues were found. The damage observed could be related to the reported event. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It could be related to the lifted electrode found. It should be noted that product failure is multifactorial. The instructions for use contain (IFU) the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)